Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after he received a meter blood glucose now alarm and was unable to clear it. Customer's blood glucose level was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.